Manufacturer narrative:
(B)(4). The customer returned one photo of two dilators. No anomalies were identified in the photo. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during insertion, the swg (spring wire guide) couldn't pass through the dilator due to the dilator tip deformity/narrowing. A new kit was used without issue.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. A similar device is sold in the us.

Event description:
The customer alleges that during insertion, the swg (spring wire guide) couldn't pass through the dilator due to the dilator tip deformity/narrowing. A new kit was used without issue.

Manufacturer narrative:
(B)(4). The customer returned one dilator for investigation. The dilator contained signs of use in the form of biological material on the tip. Visual examination did not reveal any anomalies. The length of the dilator and the inner diameter in the hub of the dilator were measured and were found to be within specification. The inner diameter of the dilator extrusion tip however, was not within specification. A guide wire from lab inventory was able to pass through the returned dilator with a lot of resistance. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation and bleeding". The reported complaint of guide wire/dilator resistance was confirmed by complaint investigation. A guide wire from lab inventory was able to pass through the returned dilator with a lot of resistance. The dilator did not meet tip ID specifications. Based on the complaint as reported and sample as received, it was determined that manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer alleges that during insertion, the swg (spring wire guide) couldn't pass through the dilator due to the dilator tip deformity/narrowing. A new kit was used without issue.